Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: a review of the black box showed no power interruptions. No damage was found to the battery cap or battery compartment. The battery cap attached securely to the pump. The battery cap contact height and width were within specifications. Moisture was visible in the display. A leak was found at a crack in the case. The pump was opened and moisture damage was found on the printed circuit board.